Event description:
"On (B)(6)2013 the ssu representative at maquet in italy reported that the insulation on the tank of the hcu 30 serial number (B)(4) had slipped down and caused condensation to form on the power supply board. Consequently the circuit that controls the leakage current in the operating room caused the device to alarm and display the message 'isoltester'. Reference complaint (B)(4)"

Manufacturer narrative:
"Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the tank insulation was replaced using the isolation kit supplied by the manufacturer. Reference complaint (B)(4)